Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The nurse stated that on (B)(6) 2012, the patient developed peritonitis and was hospitalized on the same date. The cause of the peritonitis was unknown. The patient received amikacin. The patient was recovering from the event of peritonitis. Per the nurse, the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.